Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a 32-year-old female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-may-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("right fallopian tube: there is no evidence of metallic structure in this fallopian tube") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain. In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: surgical pathology report uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: benign proliferative endometrium myometrium with no histopathologic abnormality serosal adhesion benign cervix with no histopathologic abnormality benign bilateral fallopian tubes with paratubal cysts. History: pelvic pain gross description: left fallopian tube: a metallic structure is identified in proximal portion of tube right fallopian tube: there is no evidence of metallic structure in this fallopian tube quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("right fallopian tube: there is no evidence of metallic structure in this fallopian tube") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain. In 2008, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: surgical pathology report. Uterus, cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus: benign proliferative endometrium. Myometrium with no histopathologic abnormality. Serosal adhesion. Benign cervix with no histopathologic abnormality. Benign bilateral fallopian tubes with paratubal cysts. History: pelvic pain. Gross description: left fallopian tube: a metallic structure is identified in proximal portion of tube right fallopian tube: there is no evidence of metallic structure in this fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-sep-2022: medical records received. Reporter information, patient aka name, medical history, lab data added. Event: medical device removal updated to event: there is no evidence of metallic structure in this fallopian tube. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.